Manufacturer narrative:
Evaluation summary: the iab was returned for evaluation with a portion of the extracorporeal tubing noted to be absent from the y-fitting. Visual examination revealed the membrane at the proximal taper to be stretched. Kinks were noted in the sheath tubing and catheter tubing. Underwater leak testing revealed no leaks in the retuned portion of the iab which would have caused the pump to alarm testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab system 97 iabp due to the condition of the returned membrane. Probable cause of difficulty: no leak was found in the returned portion of the iab which ould have caused the pump to alarm. It was not possible to verify the reported difficulty during lab examination. The reported pump alarms were most likely related to catheter kinking. Manipulation of the catheter may have alleviated this problem.

Event description:
After the iab was inserted, "check iab catheter" alarm sounded from the system 97 pump and the pump stopped. Manual inflation was required. (Event complications: none from the event - reported 12/15/97.)(pt's current status: unk - rpt'd 12/15/1997.)